Event description:
The customer reported that during fluoro, smoke was emitted from the right side of the c-arm, and the odor of burning occurred. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a burnt capacitor on the lower power supply board. The power supply was repaired. System operates as intended.